Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event; however, it was not reported if the patient was treated for the peritonitis. Six weeks after being hospitalized, the patient died due to peritonitis. It was not reported if an autopsy was performed. It was not reported if the patient had recovered or if pd therapy was ongoing prior to or at the time of death. No additional information is available.